Manufacturer narrative:
The plastic deformation of the liner is likely due to femoral neck impingement, during manual reduction. Large lever-out forces may have been imparted to the acetabular construct. The impingement , combined with potentially high lever-out forces, may have resulted in the disassociated of the femoral head from the liner.

Event description:
It was reported that a revision surgery occurred due to disassociation of the femoral head from the liner.